Event description:
Additional information was received, it was reported the patient had a follow up appointment on (B)(6) 2024. Impedances were check and all electrodes were within normal limits. The clinic then checked lead placement on x-ray and it appeared the leads migrated up from t8 to t7. When checking the stimulation, 0-7 lead was left back, hip, leg and there was no shocking. When checking lead 8-15, it was right and they felt it was higher in the back. The patient had the program using lead 8-15 intensity at 7.0 ma, which they stated was shocking. The representative moved the electrodes to the bottom of the 8-15 lead, changed the rate from 300 to 60hz and decreased the intensity. After reprogramming the patient had stimulation in the areas they needed and did not have any shocking sensation.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 : product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 : product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 : product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 : product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a motor vehicle accident a few months ago (broke thoracic spine, broke jaw, broke face, bruised ribs). They reported that now after the wreck, when they turn on the stimulator on they feel a zapping in their hips. This was not there prior to the wreck. Patient has a return of pain; issue is ongoing. Issue is unknown at this time, meeting the patient at their next appointment in november to check impedances and see if the office will order an x-ray to confirm lead placement.